Event description:
The customer's wife reported that the customer passed away. No further information is available. The wife did not answer the phone or respond to messages.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported death. No lot qualification records were reviewed, as the product lot number was not provided.